Event description:
It was reported that patient's s1 lead is fractured. This was confirmed via x-ray. No other intervention is planned at this time.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted on (B)(6) 2025.